Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt a "zap feeling" in the head on (B)(6) 2011, while at a store. Afterwards, both of the patient's implantable neurostimulators were found to be turned off. The devices were charged to 75% prior to the event. After the event, both devices were "empty" and needed to be recharged. The patient was subsequently able to turn on and recharge the devices with no issues. The patient had "no issues," at this time, and was to contact the manufacturer representative if any issue arose. A follow-up report will be filed if additional information becomes available. See also manufacturer report 3004209178201108076 for information related to the concomitantly implanted neurostimulator system.